Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic inflammatory disease ('infection (bladder/ urinary tract/vaginal) (type: pelvic inflammatory),'), bladder perforation ('perforation (other) please describe and state the location of the perforation: bladder') and device dislocation ('migration of essure device (location of device: left - where to?)') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo essure confirmation test". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse"), abdominal pain ("abdominal pain") and back pain ("back pain lower") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic inflammatory disease, bladder perforation, device dislocation, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, weight increased, dysmenorrhoea, dyspareunia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, bladder perforation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic inflammatory disease, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic inflammatory disease ('infection (bladder/ urinary tract/vaginal) (type: pelvic inflammatory),'), bladder perforation ('perforation (other) please describe and state the location of the perforation: bladder') and device dislocation ('migration of essure device (location of device: left - where to?)') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo essure confirmation test". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse"), abdominal pain ("abdominal pain") and back pain ("back pain lower") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic inflammatory disease, bladder perforation, device dislocation, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, weight increased, dysmenorrhoea, dyspareunia, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, bladder perforation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic inflammatory disease, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received: events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) (type: pelvic inflammatory), bladder or urinary problems or changes, migration of essure device (location of device: left - where to?), device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain, perforation (other) please describe and state the location of the perforation: bladder, didn¿t undergo essure confirmation test were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.